Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 70-year - old male patient who was enrolled in french reimbursement study underwent endovascular aortic repair on ((B)(6) 2017, where a zdeg-pt-32-24-158-pf (complaint device) was implanted without difficulty. The degree of oversizing was reported to be 10%. Primary indication was stable aortic dissection. The primary tear and the proximal location of the dissection was in the descending aorta, distally to the left subclavian artery. The distal location was right and the left common iliac arteries. There was no tortuosity, occlusive disease, calcification, or thrombus present in the proximal landing zone. The graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues and the thoracic false lumen was completely thrombosed at the end of the procedure. The abdominal false lumen was patent due to a secondary tear noted to be located ¿inter renal.¿ there was no post-procedure, 30 day or 6-month follow-up CT information at this time. On (B)(6) 2018 the patient experienced critical ischemia of lower limb. On (B)(6) 2018 patient was hospitalized and underwent treatment of a thrombectomy. The investigator did not consider this event to be related to the study device but related to the study procedure and stated aorta thrombus contributed to this event. On (B)(6) 2018 patient was discharged home. On (B)(6) 2018 (476 days post-procedure), CT revealed a type 1a endoleak which was previously reported (related complaint) and on (B)(6) 2024 were notified of a type 1b endoleak (current complaint) on this CT. It was also reported the abdominal false lumen was patent with false lumen flow with the secondary tear at the inter-renal the source of the flow. No device integrity issues, separation of study devices or migration were reported. On (B)(6) 2018 (562 days post-procedure), a secondary intervention was completed to place a proximal graft extension and distal graft extension with gore endoprosthesis proximally and distally. The secondary intervention was reported to be successful. On an unknown date in (B)(6) 2018 patient developed a large hematoma of the lower popliteal approach measuring about 50mm long axis. Patient underwent a successful hematoma evacuation. On (B)(6) 2019 (777 days post-procedure) there was a 2-year CT done but no other information has been reported. On (B)(6) 2020 (1193 days post-procedure) the 3-year CT was done. The thoracic false lumen was partially thrombosed with flow through the collateral thoracic artery and under renal artery. The abdominal false lumen was patent with flow through the secondary tear with location not specified. On (B)(6) 2021 (1585 days post-procedure) a 4-year CT was done but no other information was provided. On (B)(6) 2022 (1946 days post-procedure) a 5-year CT was done. The thoracic false lumen was completely thrombosed, and the abdominal false lumen was patent with flow through the left renal collaterals. No other information has been provided. Patient has completed their 5-year follow-up and has exited the study. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. According to the IFU (instructions for use), endoleak is a potential adverse event. No medical imaging was provided for the investigation. Several requests were sent to obtain additional information, however no additional information has been provided. The complaint was confirmed based on customer testimony. Based on the limited provided information it has not been possible to determine the cause of the reported endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6). (B)(6) 2017, during the index procedure, a zdeg-pt-32-24-158-pf (lot# e3517294) was implanted without difficulty. The degree of oversizing was 10%. Primary indication for implant was stable aortic dissection. The primary tear and the proximal location of the dissection was in the descending aorta, distal to the left subclavian artery. The distal location was the right common iliac (cia) and left common iliac (cia). There was no tortuosity, occlusive disease, calcification, or thrombus present within the proximal landing zone. The graft fabric did not cover the left subclavian artery. The device was patent without device integrity issues and the thoracic false lumen was completely thrombosed at the end of the procedure. The abdominal false lumen was patent due to a secondary tear noted to be located ¿inter renal.¿ there was no post-procedure, 30 day or 6 month follow-up CT information at this time. On (B)(6) 2018 (462 days post-procedure) the patient experienced critical ischemia of lower limb. On (B)(6) 2018 patient was hospitalized and underwent treatment of a thrombectomy. The investigator did not consider this event to be related to the study device but related to the study procedure and stated aorta thrombus contributed to this event. (There is a query confirming if related to the index procedure which was 462 days post-index). On (B)(6)2018 patient was discharged home. On (B)(6) 2018 , the one year (476 days post-procedure), CT revealed a type ia (proximal) endoleak which was previously reported manufacturer ref#3002808486-2022-00314) and on (B)(6) 2024 were notified of a type ib (distal endoleak) on this CT. It was also reported the abdominal false lumen was patent with false lumen flow with the secondary tear at the inter-renal the source of the flow. No device integrity issues, separation of study devices or migration were reported. On (B)(6) 2018 (562 days post-procedure), a secondary intervention was completed to place a proximal graft extension and distal graft extension with gore endoprosthesis proximal and distal. The secondary intervention was reported to be successful. On an unknown date in (B)(6) 2018 patient developed a large hematoma of the lower popliteal approach measuring about 50mm long axis. Patient underwent a successful hematoma evacuation. On (B)(6) 2019 (777 days post-procedure) there was a 2-year CT done but no other information has been reported. On (B)(6) 2020 (1193 days post-procedure) the 3-year CT was done. The thoracic false lumen was partially thrombosed with flow through the collateral thoracic artery and under renal artery. The abdominal false lumen was patent with flow through the secondary tear with location not specified (query has been placed). On (B)(6) 2021 (1585 days post-procedure) a 4-year CT was done but no other information was provided. On (B)(6) 2022 (1946 days post-procedure) a 5-year CT was done. The thoracic false lumen was completely thrombosed and the abdominal false lumen was patent with flow through the left renal collaterals. No other information has been provided. Patient has completed their 5-year follow-up and has exited the study. Patient outcome: the secondary intervention was reported to be successful.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p180001. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.